Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The patient is reported to have had a history of morbid obesity. The indication for the filter placement was not reported. The filter was implanted via the right common femoral vein and deployed in the distal inferior vena cava (ivc) without difficulty. The patient is reported to have tolerated the procedure well. Approximately fourteen years after implantation, the patient became aware that the filter had tilted and was associated with perforation of the filter strut(s) outside the ivc. The patient further reported experiencing anxiety that the filter could fail at any time and that the filter could not be retrieved without serious injury. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt or perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of morbid obesity. The indication for the filter placement was not reported. The filter was implanted via the right proximal common iliac vein and placed in the distal inferior vena cava (ivc) without difficulty without evidence of migration or rotation. The patient is reported to have tolerated the procedure well. Approximately thirteen years and six months after the implantation, the patient became aware that the filter had tilted, and that filter strut(s) had perforated outside the wall of the ivc. Approximately thirteen years and eight months after the implantation, the patient underwent an unsuccessful attempt to retrieve the filter via an open abdominal procedure. The patient further reported having experienced anxiety and fear associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The reported details indicate that retrieval was attempted more than thirteen years after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction including perforation and tilt that causes injury and damage to the patient. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, fourteen years post implantation. The ppf notes that the patient lives with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious injury. The patient lives with the fear that her filter has tilted within her vena cava and perforated outside of it. According to the information received in the medical records, the patient¿s pre-operative diagnosis was clinically severe obesity. The filter was inserted into the distal inferior vena cava without difficulty. The filter did not migrate or rotate. Pressure was held on groin for five minutes. The patient tolerated the procedure well. According to the information received in the amended patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and eight months post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilt of the ivc filter and device unable to be retrieved, in addition to an unsuccessful open abdominal removal procedure attempt approximately thirteen years and ten months post filter placement. The patient further reports living with the anxiety of having a filter that could fail at any time, but that that has not been able to be retrieved and living with the fear that the filter has tilted within the vena cava and perforated outside of it.

Manufacturer narrative:
After further review of additional information received the following age, description of event or problem, other relevant history, brand name, device identification (lot, catalog number & expiration date), date received by MFR, type of report, follow up type and device manufacture date have been updated accordingly. Description of event or problem: additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, fourteen years post implantation. The ppf notes that the patient lives with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious injury. The patient lives with the fear that her filter has tilted within her vena cava and perforated outside of it. According to the information received in the medical records, the patient¿s pre-operative diagnosis was clinically severe obesity. The filter was inserted into the distal inferior vena cava without difficulty. The filter did not migrate or rotate. Pressure was held on groin for five minutes. The patient tolerated the procedure well. A review of the manufacturing documentation associated with lot (r0305019) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction including perforation and tilt that causes injury and damage to the patient. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction including perforation and tilt that causes injury and damage to the patient.